Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 28821, and no related nonconformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. Additional information received: relationship to study procedure : not related: unlikely. Relationship to study device : possible: unlikely.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information received; diagnostic intervention: yes / no. Outcome: blank: recovering/resolving. Relationship to study procedure: blank: unlikely.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. Additional information received: start date: blank: (B)(6) 2024.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). University of south alabama sex: male age (at time of consent): 61 years. Start date: (B)(6) 2022. Alert date: (B)(6) 2023. Country of event: us. Model: lxmc16. Device lot number: 28821. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Site awareness date: 08 sep 2022. End date: 15 aug 2022. Severity: mild. Is the adverse event serious? No. Relationship to study device: possible. Intervention/treatment: none: yes. Drug therapy: yes. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. End date : 15 aug 2022. Intervention/treatment: (check 'none' or all that apply)none : yes => no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. Additional information received: log line 1 updated. If the event is marked as being related to the procedure, indicate which procedure the event is related to : blank : index. Log line 2 updated. If the event is marked as being related to the procedure, indicate which procedure the event is related to : blank : index.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2025. Additional information received: outcome: recovering/resolving; recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. Additional information: relationship to study device: unlikely not related. Relationship to study procedure: unlikely possible. Updated log line: 2 updated: did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form. : blank no if the event is marked as being related to the procedure, indicate which procedure the event is related to: index blank relationship to study procedure: unlikely not related.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2025. Additional information: start date: 26 jan 2024. Alert date: 06- jun- 2025. Country of event: us. Model: lxmc16. Device lot number: 28821. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Patient details: patient identifier: (B)(6): site country name: united states. Sex: male. Age (at time of consent): 61 years. Additional event details: site awareness date: 09 jul 2024. End date: 04 apr 2025. Severity: moderate. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: no. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: yes. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No.